Manufacturer narrative:
(B)(4). The reported field event of sensing and output anomalies were confirmed in the laboratory. The sensing anomaly was due to noise. The device was tested on the bench and no anomalies were found. The cause of the noise and output anomalies could not be determined.

Event description:
It was reported that the patient came to hospital after having ventricular tachycardia episode. Programming changes were made. Device couldn't detect vt episodes and inappropriate hv therapy was delivered. Device was explanted and replaced.